Manufacturer narrative:
Engineering analysis: the returned device was removed from the packaging and disinfected prior to evaluation. On initial inspection the distal end of the balloon was found to be partially deployed as specified in the case notes. In an attempt to determine if the balloon was functional, the product was connected to a 20cc syringe with a gauge. The balloon would not inflate when pressurized to 12atm. The catheter was then allowed to soak for 2 hours in warm water under pressure. Inflation was not possible even after being allowed to soak for 2 hours. The inflation lumen appeared to be blocked by either coagulated and dried blood or contrast media. To continue the investigation the catheter shaft was cut 5 inches from the balloon and a toughy borst adapter connected to the shaft and the guidewire lumen sealed using clamps. The balloon was then pressurized again. This time the balloon was able to hold pressure and a hole in the balloon was noticed approximately 2mm prior to the proximal ro marker band. This hole is located in the proximal transition of the balloon. Under 30x magnification a small round hole was noticed. This hole prevented the balloon from fully inflating as pressure above 1 atm was not able to be achieved. The images supplied with the complaint show that there were two boston scientific corporation self-expanding epic stents in place prior to the placement of the icast covered stent. The details indicate that the physician had placed the two epic stents in the subclavian and axillary artery. He then felt there was some in stent narrowing in the overlapping epic stents and decided to place the icast 6mm x 2mm stent. He attempted by femoral approach and it would not cross indicating that the narrowing or lesion was very tight. It is not clear how far past the introducer sheath the icast was placed or if the balloon made contact with the epic self-expanding stents. Because the physician could not pass the stent he decided to remove the stent back through the introducer sheath. The instructions for use specify the following: "do not withdraw the icast covered stent back into the bronchoscope or endotracheal tube once the device is fully introduced." The physician after removing the stent placed the stent radially. The icast covered stent crossed easily but then during inflation it was noted the balloon ruptured at the proximal end. It is possible that during the attempts to properly place the icast covered stent that the proximal balloon cone was punctured. During the manufacturing process every balloon catheter is pressure tested to ensure the integrity of the balloon as well as the balloon bonds and overall system at 12atm. Engineering summary: based on the reported details a root cause could not be determined. It is possible that the proximal balloon cone of the stent delivery system was punctured by the previously placed bare metal stents that the icast navigated through.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The procedure was a radial approach to the subclavian artery stenosis. The physician positioned the product correctly. When he inflated the balloon only the distal portion of the balloon inflated and the balloon burst.